Manufacturer narrative:
During a review of the alarm trace data, pre-analytical issues were observed (sample short errors and errors for incorrectly configured/handled tubes/cups for hba1c. For one of the events, qc was not run before the event (morning qc); qc was only run after the event (afternoon qc). Following the service actions on 28-oct-2025, repeatability testing was performed with acceptable results. The service actions resolved the issue. A specific cause of the event could not be determined, as several parts were replaced.

Manufacturer narrative:
The hba1c reagent lot number was 839406 with an expiration date of 31-jul-2026. The lipase reagent lot number and expiration date were not provided. On 28-oct-2025, the fse replaced the check valve, reagent nozzles, gear pump head, and valve assembly. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application on a cobas 6000 c501 module. Patient 1 initial result was 4.8%. The repeat result was 6.5%. Additional results were provided of 5.4% and 9.0%. It is not clear how these results correspond to this patient sample. On 12-oct-2025, the field service engineer (fse) replaced the sample probe, cleaned the system, checked the hydraulics, and verified the rinse station functionality. Repeatability testing was acceptable. After the initial point of contact, discrepant lipase results were provided for an additional patient sample (patient 2). Patient 2 initial lipase result was 189 mg/dl. The repeat result was 63 mg/dl. The repeat result for patient 2 was believed to be correct. The initial result was not reported outside of the laboratory, as the amylase result was within range.